Event description:
A peritoneal dialysis (pd) nurse reported that during a routine visit with the primary care physician, the pt was found to have low blood pressure. The pt was hospitalized from (B)(6) 2014. No further info will be provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and completion of the plant's investigation.